Event description:
The jaw of a dissecting grasping forcep broke during a surgical procedure. The jaw of the instrument was retrieved and inspected by the surgeons. Possibilities for failure include rough handling by the surgeon using the instrument, partially fractured jaw/tip not being noticed during cleaning and set-up of trays and the instrument becoming more brittle during sterilization. The company representative does visit 2-3 times a month and performs monthly checks of this instrument. The broken instrument was saved for further investigation by the company representative.